Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient experienced symptoms of syncope withe the corresponding event. The patient has been since discharged with no palliative services.

Event description:
It was reported that patient was admitted with multiple pump stop alarms. Log files were submitted for evaluation. The log file captured intermittent speed drops less than the low speed limit and pump stops between (B)(6) 2025. These all occurred while the patient was on battery power. This showed that the prior short to shield had matured into a phase to phase short. Due to this patient having a prior external percutaneous lead replacement, another external lead replacement would not be possible. The previous short to shield can be viewed under MFR 2916596-2024-07455.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
B1 correction: adverse event and product problem selected. B2 correction: hospitalization selected. H1 correction: serious injury selected. H6 correction: medical device problem code 1500 - decreased pump speed added. Manufacturer¿s investigation conclusion: review of the submitted log file confirmed pump stops and low speed events while the device was connected to 14-volt battery power, consistent with suspected driveline damage. Although syncope and anxiety were reported in association with the events, a specific cause for the syncope and anxiety could not be conclusively determined. A review of the submitted log file found that pump stops and low speed events were captured on (B)(6)2025 and between ((B)(6)2025 while the device was connected to 14-volt batteries. Low speed hazard, low speed advisory, low flow hazard, and motor stop alarm flags were captured during these events. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of the heartmate ii lvas, including neurologic dysfunction and psychiatric episode. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also stated that patient endorsed anxiety during pump stops.